Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and horizontal heart for a triclip procedure. During the procedure, imaging was difficult. First triclip was implanted successfully at anterior septal leaflet. During deployment of second triclip, difficulty was encountered while inserting clip over clip introducer. Troubleshooting was performed and was successful. Leaflets were grasped and the clip was deployed. First triclip was observed to be dislodged from anterior leaflet after deployment of second triclip. An attempt was made to retract the second triclip from the anatomy. Difficulty was encountered while retracting clip through steerable guide catheter(sgc) as both the grippers were unable to lower completely. A tissue was observed on the clip at the back table. The tr increased to grade 5 post procedure. Patient was in stable condition. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and it was observed the soft tip was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the observed torn soft tip was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and horizontal heart for a triclip procedure. During the procedure, imaging was difficult. First triclip was implanted successfully at anterior septal leaflet. During deployment of second triclip, difficulty was encountered while inserting clip over clip introducer. Troubleshooting was performed and was successful. Leaflets were grasped and the clip was deployed. First triclip was observed to be dislodged from anterior leaflet after deployment of second triclip. An attempt was made to retract the second triclip from the anatomy. Difficulty was encountered while retracting clip through steerable guide catheter(sgc) as both the grippers were unable to lower completely. A tissue was observed on the clip at the back table. The tr increased to grade 5 post procedure. Patient was in stable condition. There was no clinically significant delay.